Event description:
It was reported that an anonymous user experienced nocturnal hypoglycemia while sleeping while using the ilet bionic pancreas, with cause unclear, and user education or troubleshooting was performed without associated alerts or alarms. Symptoms included low blood glucose levels. Outcomes included no report of injury, required intervention, or hospitalization. Investigation included a review of available user feedback and internal complaint assessment. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that, based on previously established findings for similar reports, the event was not confirmed, and the root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.